Event description:
Per the clinic, the patient developed an infection (site of infection not confirmed), skin breakdown and extrusion. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported), however, the issue did not resolve and resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on june 05, 2025, was filed inadvertently. Per the clinic, the patient developed an infection at the implant site.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 05 and june 25, 2025, was filed inadvertently. No explantation, infection, skin breakdown, extrusion or other serious injury that is associated with this device; instead, the issue occurred on the contralateral side. Any further information will be provided with report number 6000034-2025-02185.